Event description:
Caller reports the expiration date on the aviva strip vial as 3/31/2010. Manufacturer reports the expiration date as 1/31/2010. No adverse event reported. Requested return of suspect device and replacement was sent.